Manufacturer narrative:
D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. Investigation summary: bd received 2 videos for investigation. Evaluation of the videos indicated gel smearing but not an additive abnormality. From the videos, it can be determined the tubes are sst ii tubes. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, retain sample inspection and a review of the device history record could not be conducted. This complaint has been confirmed for gel smearing based on the videos provided. This complaint is unable to be confirmed for an additive abnormality (abnormal gel color). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using an unspecified bd vacutainer® sstii tube, there were gel fragments in the serum and discolored gel additive form in an unspecified number of devices. There was no health impact or consequences reported.